Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was inspected. However, its repair was not disclosed. No additional information is available.

Event description:
The customer reported a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. No report of pt injury.